Event description:
The instrument was reported for an unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the following device was received as blind unit. Product code: 230774002, lot no - 5365884. Tracking no - (B)(4). However, it couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the distal tip of the rod for reaming guide holder was bent. Additionally the device has cross threaded the threaded area of the shaft. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended and excessive forces, such as fretting and torsional bending from contact with the outer unit of the reaming guide impactor during use. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rod for reaming guide holder would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3